Event description:
Reportedly, the patient past away on (B)(6) 2022. Physician stated that there is no presumption of pacemaker involvement in the patient's outcome since the patient had a femur cancer and refused to be treated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.